Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an abnormal image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple dents in the insertion section component failure of the outer tube, the light guide plain glass is worn, component failure of the distal end cover glass., component failure of the main body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is abnormal due to failure of the universal cord, multiple dents in the insertion section due to failure of the outer tube, the light guide plain glass is worn due to failure of the distal end cover glass and the operating handle and button box are crystallized and yellowed due to failure of the main body. The most probable cause of the malfunctions is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.